Manufacturer narrative:
This issue was first reported to vygon by FDA via the user facility's medwatch report. The report that references this issue is: mw5041857. Although the device was not returned to vygon, the details of the complaint will be forwarded to the MFR for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
Premature infant is housed in the nicu due to a cervical neck mass. The infant was receiving fluids and medication via a PICC line. The PICC line was noted to be cracked at the insertion site. The nurse also reported a hole in the line. The PICC line was removed and replaced with a new line.